Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported perforated posterior capsule after femtosecond laser treatment. Add'l info indicated a vitrectomy was performed and a three piece lens was placed in the sulcus.